Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax#: (B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to sleeve leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿blood collection needle caused ¿blood leakage in the pump body when taking off the first tube. Blood splatter.¿ found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction- to be changed to: describe event or problem: it was reported that the bd vacutainer® eclipse¿ signal¿blood collection needle caused ¿blood leakage in the pump body when taking off the first tube.¿ found after use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿blood collection needle caused ¿blood leakage in the pump body when taking off the first tube.¿ found after use. No reports of serious injury or medical intervention noted.